Manufacturer narrative:
PMA/510(k) # p100022/s027. Device evaluation: the zisv6 device of unknown lot number involved in this complaint was implanted in the patient and was not available for evaluation. With the information provided, a document based investigation was conducted. Lab evaluation ¿ n/a. Document review: as the rpn and lot number of the complaint stents are unknown, a review of the relevant manufacturing records cannot be conducted. However, prior to distribution zisv6 devices are subjected to a visual inspection and functional checks to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl. It should be noted that ischemia requiring intervention ( bypass or amputation of toe, foot or leg) is listed as a known potential adverse event within the instructions for use (ifu0117-5). There is no evidence to suggest the user did not follow the IFU. Image review ¿ n/a. Root cause review: a definitive root cause could not be determined from the available information. A possible root cause could be attributed to the patients pre-existing conditions. It is known the baseline characteristics included congestive heart failure, chronic kidney disease, critical limb-threatening ischemia, chronic obstructive pulmonary disease, cerebrovascular disease ischemia, chronic obstructive pulmonary disease, cerebrovascular disease, diabetes mellitus, hyperlipidaemia, hypertension and ischemic heart disease . Summary: complaint is confirmed based on customer testimony. The patient outcome is unknown. Complaints of this nature will continue to be monitored for potential emerging trends.

Event description:
Supplemental report is being submitted due to the completion of the investigation.

Manufacturer narrative:
PMA/510(k) #: p100022/s027. Annex g: g04122 - stent. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
Mathlouthi 2020, zilver ptx, increased mortality with paclitaxel-eluting stents is driven by lesion length a retrospective review of the medical records of 296 patients who underwent fpa stenting between january 2011 and december 2017 was performed. Patients were grouped into bms and pes groups. The primary end point was all-cause mortality. Secondary end points included limb salvage, primary patency, primary assisted patency, and secondary patency. A comparison between the two groups within transatlantic inter-society consensus (tasc) ii subgroups was also performed. Among 296 patients who underwent femoropopliteal stenting, there were no differences in the 2-year limb salvage, primary patency, primary assisted patency, and secondary patency between the paclitaxel-eluting stent (pes) and the baremetal stent groups. This complaint is capturing 9 cases where limb salvage was not possible in the paclitaxel eluting stent (pes) group.